Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the failure to detect all pockets of auxiliary half height 2.1 and auxiliary full height 6 on the communication bus. A field service engineer replaced drawer boards 2.1 and 6, along with both retractor bands, to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the pyxis medstation es system, multiple pockets failed. The customer reported that the malfunction occurred when user trying to issue the medication to patient and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.